Event description:
Information received from the field does not address the patient's clinical status but notes no output, no telemetry, capture and sensing anomalies and the device could not be interrogated.